Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device has been off since she has trouble with the unit since the beginning. Patient reported having pain at her implant site. Pt states she does have redness and swelling. Pt states ins seems to be sticking out too now. Pt states end of june they lowered it sometime. Pt states the device also took 4 hours to charge, etc. Pt states maybe 6-8 months ago, pt states she doesn't know dates. Pt states her device has been off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp.